Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 40mm thoracic aortic dissection. It was reported that during the index procedure, it was planned to deploy the stent directly under the left common carotid artery in zone 2. It was said adjustments were made slightly to the central side when opening the stent since it was assumed that the stent would push slightly when it was deployed to match the area directly under the left common carotid artery. At that time, it was a type that covered about 1/3 of the lcca, so it was a short neck of about 20 mm, so it was difficult to make a sealing length and to pull it back, so it was deployed on this site. There was noted there was no problem with blood flow of the left common carotid artery and there was no pressure difference. There was no endoleak on final contrast study. As per the physician the cause of the event was user error. No additional clinical sequelae were provided and the patient is fine.